Event description:
A follow-up exam after the device has been in place for over one year noted a continuing type ii endoleak plus multiple type iii endoleaks around the sutures of the graft. Doctor elected to explant graft and converted patient to a surgical open repair.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thormbus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. An evaluation of the explanted graft revealed that the ipsilateral leg of the graft had been cut off into two pieces starting at the bifurcation of the graft. Above this area, approximately 1.2cm above the cut area, there was a hole in the graft material. The hole was a 7mm x 4mm in diameter. The hole had been formed by an object that came from the outside and punctured the graft material. This is evidenced by the torn graft material being observed inside the hole and not on the outside. Additionally, one of the stents, that was adjacent to the hole, had been bent. This further suggest that a large object, with a diameter greater than 7mm x 4mm was used for the penetration. This hole could not have been in place during the initial placement of the graft or it would have been seen during the procedure, therefore, it is thought that the hole was created during the graft explant. The customer had requested that no destructive testing be performed on the returned device. Since the graft had been implanted for a year, much biological material covered the suture area. Due to the customer's request, we are unable to fully access the stitching areas of the stent. We are thus unable to confirm the leaks.